Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that partial lead was returned. The outer insulation was abraded at 10.0 cm - 10.2 cm from the connector pin. The lead abrasion is consistent with damage caused by friction with the device can.